Event description:
Coag function remains activated when coag feature is used for an extended period of time.

Manufacturer narrative:
(B)(4). Eval: method: product received by manufacturer and pending inspection. Eval: results: product received by manufacturer and pending inspection. Eval: conclusion: product received by manufacturer and pending inspection. (B)(4).

Event description:
The coagulation function on the lcd screen locks and stays on (stays illuminated on lcd but no energy is actually being delivered) when the coagulation button on handpiece has been activated for an extended period of time. The generator must be powered down and re-powered on to make it work again.

Manufacturer narrative:
Product event #(B)(4). Evaluation process: unit received in good condition (with associated handpiece) and internal visual inspection revealed no loose or broken components. Handpiece that was received with the unit functions correctly (buttons were not observed to be sticking). When the unit warmed up the lcd module would freeze with coag being delivered visual and audio indications after coag button on device was keyed for a long period of time (+20 seconds) at coag level 10. Energy was not actually delivered unless energy was re-keyed on the device. Replacing the lcd assembly resolved the issue. To establish that the unit delivers energy correctly without locking up, the active burn-in portion of test procedure tp-0048 was performed and the unit passed with no issues. Error log: 8 e1 (handpiece button found to be stuck on at power-up or when probe connected), 12 e3 (patient return electrode has poor connection), both e1 and e3 are normal use errors. Root cause: the lcd assembly was found to be defective for reasons unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.